Event description:
The customer reported that a scope not supported error occurred during inspection for use involving an olympus xenon light source. No patient injury was reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Troubleshooting steps were performed; however, it is unknown whether they were successful. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.